Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device displayed "off set self check failure - 1174" and "no flow check setup" messages. Complainant indicated that there was no patient involvement in the reported malfunction.